Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4):the battery was not returned with the pump for investigation. The date of the reported event was (B)(4) 2011. The data from the time of the reported event is unavailable for review due to continued pump use; the available black box data goes from (B)(4) 2013 to (B)(4) 2013. A review of the available black box data shows no evidence of short battery life or of sudden voltage drops. The pump was tested with an external power supply and all currents were found to be within specifications. There was no damage found to the battery flex or the power circuit. The complaint could not be confirmed or duplicated on investigation.

Event description:
The pt reported he replaced the insulin pump's battery, and found that the removed battery was hot. The pt suffered no physical harm due to touching the hot battery. The pt noted the lithium battery had come with the pump, lasted about nine days, the pt did not expose the pump to water, there was no moisture in the battery compartment. The pt replaced the battery again and the pump is functioning appropriately. No adverse event occurred due to this issue.